Event description:
Patient presented at follow-up with low sensing. As such, the pace/sense portion of lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.